Event description:
Related manufacturer reference number: (B)(4). During a clinic follow-up, a loss of capture was observed on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. During the revision procedure, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead due to a suspected inadequate insertion of the rv lead into the device header. However, no intervention was performed on the rv lead at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.